Event description:
It was reported that a patient with an onkos pelvic reconstruction case experienced an alleged infection. The patient underwent a revision procedure on (B)(6) 2025 to explant the pelvic reconstruction. This event will be reported as a serious injury due to the explantation. This report captures one of twelve explanted cancellous bone screws.